Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). It was also reported that air bubbles were noted in the luer lock. A manual injection was delivered to treat bg levels. Recommendation was made to contact tandem technical support during next cartridge change. Customer acknowledged.